Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat at 0.0872 inches. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) 06/25/2025 at 01:31:00.000. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 06/24/2025 listed on smartsolve due to insufficient data in the trace/history files.¿pump was cut open to perform visual inspection and found¿a corroded keypad on the back/return button. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked battery tube threads, corroded keypad trace, and cracked belt clip rails. Stuck button alarm was confirmed due to a corroded keypad trace on the back/return button and in the pump history files. Exposure to moisture confirmed. Unable to verify customer complaint for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported the stuck button anomaly. The customer reported a blood glucose value of 300 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-342, mmt-431ag, and mmt-1884l. Troubleshooting was performed for the stuck button alarm, and the serialized device will be replaced. Troubleshooting was partially performed for the high blood glucose. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-431ag. The customer will discontinue using the device. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the stuck button anomaly. The customer reported a blood glucose value of 300 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) unk_disposables, unomedical, and mmt-1884l. Troubleshooting was performed for the stuck button alarm, and the serialized device will be replaced. Troubleshooting was partially performed for the high blood glucose. No further patient complications were reported. No product return is required for unk_disposables. No product return is required for unomedical. The customer will discontinue using the device. Mmt-1884l was requested, and the customer's response was that the device would be returned.